Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, contrast exited the stent delivery system during inflation and filled a portion of the delivery system proximal to the balloon. The delivery system could not be fully deflated and was pulled out of the pt anatomy and into the guiding catheter. Upon removal inspection it was discovered that the stent had not been deployed and that the proximal portion of the stent delivery system was damaged. The case was completed with another company's device. Reportedly, the pt was stable throughout the procedure and experienced no injury associated with this event.